Event description:
It was reported by a direct consumer that their father has a PICC line, trying to give him an infusion at home, the line is not working today, and nobody has checked it since (B)(6). Customer needs someone to come out to them to assist. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.